Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there is cracks and hairline cracks on the battery compartment and up/down buttons. The customer doesn't know how the damage occured. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, a cracked belt clip slot and a cracked display window corner.